Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.